Event description:
During servicing, the customer reported to the philips field service engineer (fse) that the battery needed to be replaced due to failure to charge. The device was not in use on a patient.